Event description:
Reporter alleged that the compact device was hot to the touch and burning. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.